Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system is unstable. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one heartstart xl+ defibrillator was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this heartstart xl+. Philips cannot rule out a malfunction of the defibrillator at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.